Event description:
In (B)(6) 2003, I was diagnosed with breast cancer in my left breast. I had a lumpectomy with multiple lymph node removal and was scheduled for 40 rounds of radiation. Because I have a skin disorder called solar urticaria, I knew I could not do radiation but doctors in my town did not know enough about it to say yes or no. I went to (B)(6) clinic down in (B)(6) and had a bilateral mastectomy. In (B)(6) 2004, I had my surgery with temporary expanders. When my breast were ready we exchanged them for silicone implants. In (B)(6) of that same year 2004, I became ill with rheumatoid arthritis and was placed on two medicines. In 2009, I had to have my implants replaced because of a rupture in the right implant. They were replaced with a second pair of silicone implants. I became seriously ill in (B)(6) of 2012 with collagenous colitis, hospitalized and battled that three separate times. I was put on a gluten free, low-fat, low fiber residual diet from a very renowned local g. I. Doctor. I tried and experienced a 2 gallon (B)(6) bag of prescription drugs that did not work for me during this entire journey. A diet that I still practice to this day. I continued to experience stomach pain and extreme nausea. I began to have severe joint and muscle aches worse then my rheumatoid arthritis had ever been. I saw yet another g. I. Doctor from (B)(6) (one of the best) and visited (B)(6) clinic both g. I., department and rheumatology two times in two separate years. I've had endless colonoscopies, endoscopies, brain scans, pancreas protocol, extensive bloodwork, 2 gastric emptying test, with one test indicating positive at (B)(6). However, the second test at (B)(6) clinic showed negative. Every organ in my body was checked and rechecked. So once again my illness was undetermined and unexplained! Now I had been 3 1/2 years. Thank goodness I retired the year I got ill or I would have been forced to quit. I finally was told by the rheumatologist at (B)(6) clinic that it was fibromyalgia. In (B)(6) 2016, I found a specialist dr. (B)(6) in (B)(6). He found out that I also had many food allergies, four active dna childhood viruses and a deficiency in vitamin d. Although once he found out I had breast implants silicone, he suggested I get them out immediately. I had spoken with my plastic surgeon a year and a half ago about this very issue of my implants because my right implant had been bothering me again and I was in fear of another rupture. When I spoke to him about what dr. (B)(6) had suggested he also agreed. I had an explant on (B)(6) 2016. I'm writing this on (B)(6) 2016. Note: when I woke up from anesthesia after explant I had 0 joint pain. We are waiting for the other symptoms to either disappear or diminish. Out of the 63 symptoms of breast implant illness, I had 36! Therefore, it will take me a long time for my body to recover, if ever fully. This decision to remove my breasts for the 2nd time was a difficult one especially with this outcome. I do not have breasts because of my bilateral mastectomy. My plastic surgeon did a wonderful job using fat transfer from my abdomen in order to fill in the holes in my chest. You see, I'm very thin. Woman who has been very ill for the past four years. I did not have much fat at all to help with this procedure. Today, I saw my plastic surgeon and he had to drain fluid from this right breast again. So we are still dealing with this situation. But I am optimistic that removing the implants were my last hope and getting my body healthy again. I truly believe that my implants caused my illness and that other women hear my story.